Event description:
It was reported that the user experienced five infusion set failures when the infusion set was removed from the applicator after the tubing caught on the applicator. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped, without medical intervention. Investigation included customer communication and troubleshooting. Investigation of this case revealed user handling contributed to incorrect deployment of the infusion set, with the applicator and infusion set interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.

Manufacturer narrative:
Initial.